Event description:
It was reported that during the electrophysiology procedure the catheter was found to be "out of plane" or not curve the way it was expected to. The catheter was explanted and a new catheter was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis results revealed an out-of-plane deflection. Additionally it was noted that there was blood on the catheter, blood on the tip of the electrode, tool marks visible on the shaft at 21 cm from the distal tip, and implant damage. Patient information is not generally available due to confidentiality concerns.